Event description:
Per nurse: received text message from patient overnight regarding a pump alarm. Pump notifying patient of line occlusion. Patient reports changing cassette and tubing; all efforts ineffective. Patient contacted (B)(6) after hours number and was directed to ER. Patient currently in hospital started on ivv (intravenous vein) peripherally. Per md in ER, there is likely a problem with central line. Patient will reach out with updates and is stable at this time. No further info provided. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No, "(B)(6)" visited ER out of caution; if yes, was any medical intervention provided? Yes; see event is the actual device available for investigation? Unknown; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.